Event description:
Customer reported that screen visibility of the t:slim x2 device was compromised due to scratches, and the battery failed to hold a proper charge, affecting functionality. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support and opted to process a renewal pump.